Event description:
It was reported that the ventilator had a special black liquid on the blower. There was no patient involvement. The investigation is ongoing.

Manufacturer narrative:
The manufacturer's bench repair evaluated the device and observed that there is a kind of black liquid that has been found at the outlet of the blower, so it must be replaced to avoid dirt in the air delivery to the patient, since this dirt could have remained inside. It is also about to exceed 30 thousand hours of use, which the manufacturer recommends its replacement. Per remote services response, it was confirmed that the customer declined service and repair. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site.